Manufacturer narrative:
Scarabello, a., zanuttini, l., schettino, m. Et al. The impact of vagus nerve stimulation on the most disabling seizures: a retrospective study in adults with drug-resistant epilepsy. Neurol sci 47, 247 (2026). Https://doi.org/10.1007/s10072-026-08868-x.

Event description:
An article titled "the impact of vagus nerve stimulation on the most disabling seizures: a retrospective study in adults with drug-resistant epilepsy" was reviewed. After review, reports of ruptured electrode were identified; patient and product information were unable to be identified. No other relevant information has been received to date.